Event description:
Pt had grantadler rhapsody CT port a cath placed on (B)(6) 2011, in an ambulatory surgery center. On (B)(6) 2012, it was reported that pt had port breakage which required removal by interventional radiology at an out of area acute care facility. Pt does not require replacement. This is our 3rd breakage out of 10 implanted with this medical device. Dates of use: (B)(6) 2011 ¿ (B)(6) 2012. Reason for use: malignant tonsil, (B)(4).